Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus china and thing it was not the temperature sensor failure of the subject device, omsc surmised there was the possibility this phenomenon was attributed to the printed circuit board failure or the accidental component failure of the subject device due to the deterioration of the components on the printed circuit board with repeatedly long-term use passing more than 4 years since manufacturing the subject device. And then the subject device might have misdetected the the temperature sensor failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the error e227 which indicated the temperature sensor of the subject device was damaged was displayed during the incoming inspection for the repair at olympus china. Olympus china found the printed circuit board damage of the subject device which might have caused the error e227. There was no patient injury associated with this report.